Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 700 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with intravenous insulin and pump basal mode. Th customer was not using auto mode. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege pump was under delivering. The customer was advised to check the infusion set tubing for the presence of air bubbles. The insulin pump will not be returned for analysis.